Event description:
Information was received that reported a patient was hospitalized due to incidence hypoglycaemia. Reportedly, the patient has had very labile blood glucose levels and the reporter has indicated they are having difficulty regulating the patient. The reporter states, the patient's blood glucose has fluctuated between a low in the mid-60's to a high of the mid-300's. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When, and if, the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.